Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.

Event description:
The consumer reported dissatisfaction with vision and sensitivity to light post bi-lateral lens implant. The consumer indicated he uses sunglasses for light sensitivity, reading glasses for reading up close, and uses eye drops four times a day for dry eye condition. Reportedly, the doctor plans do laser surgery. This report pertains to the patient's left eye. Additional information has been requested, but no additional information has been received.

Manufacturer narrative:
The lens remains implanted; therefore, it is not available to be returned. The device history records were reviewed and there were no discrepancies or unusual finding that relate to the reported issue. Based on the information available, the root cause of the reported event could not be determined.